Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73a1900033 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used by the doctor for a gall bladder removing. First 3 clips fired correctly, then would not reload after. A second ae05 was used with the same lot number and no issues. A new nurse discarded the faulty ae05 due to excessive blood on instrument.